Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. The complaint was investigated and confirmed based on user's data available in data management system (dms) . Investigation found that sensor performance had started to deteriorate which triggered failsafe measures in the system. Investigation found that repeated bg calibrations entered by customer were marked suspicious, rejected by system and the system subsequently triggered sensor suspend alert and sensor replacement alert ec #44 to customer due to loss of sensor chemical performance. A sensor replacement was offered to user as part of resolution.

Event description:
Senseonics was made aware of a hyperglycemia event. Patient reported that the event occurred on (B)(6) 2021 at around 12:30 pm where sensor reported 140 mg/dl and the blood glucose (bg) measurement was 385 mg/dl. Patient was asymptomatic. Patient complained to have not received high glucose alerts or transmitter vibrations because the sensor glucose (sg) value did not cross the high alert threshold which was set at 250 mg/dl. Patient did not require any medical attention and was able to self treat by injecting insulin.